Event description:
A 75-year-old male was admitted for sepsis complicated by severe self-care deficit and a bmi of 13. The patient required a feeding tube to be placed for nutrition. After placement of the feeding tube, tube feeds were started. The patient was noted to have increased oxygen requirements for which high flow nasal cannula settings were increased. A chest x-ray was completed and showed the feeding tube terminating in the patient's right lung, and new opacities in the base of the right lung. The feeding tube was discontinued, and a new feeding tube placed with x-ray confirmation of placement in the stomach.